Event description:
During a routine preventative maintenance, physio-control observed that the customer's device would continuously charge when attempting to defibrillate. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u3.